Manufacturer narrative:
Date of event: exact date unknown, event occurred five years ago from the date the manufacturer was made aware. Explant date: five years ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4). Model: sc-8216-50 serial: (B)(4).batch: 14000756.

Event description:
It was reported that the patient was unhappy with the result of the device was providing. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.